Event description:
It has been reported to philips that the customer was unable to perform x-rays. No harm has been reported to philips. A philips field service engineer (fse) inspected the system on site. It was identified that the 50 ampere f6 fuse was arcing. The sockets were tightened and the system was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was in clinical use at the time of the event. The philips field service engineer (fse) inspected the system onsite and confirmed that generator is busy and it can't make x-ray. During troubleshooting fse found that generator was not booting up and measured output voltages and phases 2 and 3 were not present. Later, found f6 in 50am fuse f6 fuse was arching. Review of the log file showed that malfunction can be confirmed, most likely cause is in power hardware. Fse tightened all sockets and replaced the fuse. After replacement the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.